Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
Approximately 5 months post-op ((B)(6) 2013), it was reported that the zero p implant and two screws subsided and a non-union was noted. The zero p was adjacent to a corpectomy. Patient underwent revision surgery on (B)(6) 2013 and was revised to a bengal cage. Reportedly, patient is doing well. This is 2 of 2 reports for the same event, complaint # (B)(4).